Event description:
On an unk date in (B)(6) 2006, the pt underwent a right common carotid artery to left common carotid artery bypass. On an unk date in (B)(6) 2006, the pt underwent a left common carotid artery to left subclavian artery bypass. On (B)(6) 2007, the pt was implanted with a gore tag thoracic endoprosthesis. Pt diagnosis at the time is unk. On (B)(6) computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2007, the pt was implanted with an additional gore tag thoracic endoprosthesis to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.